Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and during insulin delivery. The customer's blood glucose (bg) level subsequently increased to display as "high"; however, specific value was not provided. Insulin was administered via a manual injection to address bg. The customer service team decided to replace the pump, and the customer reverted to an alternate method of insulin therapy as a backup.